Event description:
It was reported that the patient heard the ICD alert tone. The patient has a history of far-field oversensing on the atrial lead. Both the ICD and atrial are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that there were two patient alerts for atrial pace lead impedance "not taken" occurring on (B)(4) 2010 and (B)(4) 2009.